Event description:
It was reported that the catheter and pump were explanted due to an infection. However, there was concern about the patency of the catheter as well. The patient had various catheter dye studies performed which all indicated normal catheter function. However, the managing physician believed there might have been some micro-fractures along the catheter which might have contributed to the patient¿s varied response to the intrathecal baclofen. The original catheter was accidentally cut during an orthopedic spinal procedure on (B)(6) 2011 and a spinal segment revision kit was used to repair the catheter. Since this date, a number of dye studies were performed and again indicated normal catheter function. The explanted catheter had to be cut during the explant and the catheter tip was cut off and sent for analysis within the hospital. It was not known if there was patient injury but the patient status was reported as recovered fully. It was further reported that at the time of explant the following samples were obtained; fluid from baclofen pump wash, abdominal wound swab, abdominal wall tissue swab, and catheter tip swab. All samples had no growth of bacteria to date of the report. However, previously on (B)(6), cerebral spinal fluid (csf) was sampled through the side access port. Fluid from catheter dead space and csf both grew streptococcus sanguinis. The patient was started on and continues to be on vancomycin. The patient also received a stat dose of meropenem at the time of explant. The ¿varied response¿ to the baclofen was being further discussed with the treating physician. This device system delivered lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The unknown catheter was returned in segments. Analysis of the unknown catheter revealed coring/tears/cuts in the seal of the sc connector. However, no leaking or micro-fractures were found during catheter testing on any of the returned segments.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter: product ID neu _unknown_cath, serial# unknown. Product type: catheter: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.